Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional follow-up: spoke with the sales representative the patient was a (B) (6) male, (B) (6), bmi unknown. The patient underwent a gastric bypass on (B) (6) 2010. Patient was presented with symptoms of tachycardia or an increase in blood pressure, and returned to the or on (B) (6). It was unknown if the leak came from the staple line or a hole in the stomach next to the staple line. Seamguard was used on the staple line. The stomach was resected, washed out of the abdomen and a leak test was performed, everything was fine. Patient was then opened in ICU on (B) (6); symptoms unknown. Patient died (B) (6). Autopsy revealed a pulmonary embolism. On april 15th, emailed the surgeon requesting a conference call to obtain further detail of the event. On april 28th emailed the surgeon, again requesting a conference call, also requested the following: were there any difficulties encountered with the device during the initial procedure on (B) (6)? During the (B) (6) reoperation, it was reported that the staple line was leaking, were you able to determine what portion of the staple line was leaking, were the staples present and formed? What condition was the tissue? What lead to the third operation on (B) (6) 2010? What were the patients pre-existing condition(s)? What was the cause of the patient¿s demise? No response received from the surgeon to date. On april 30th, spoke with the risk manager; she indicated that the issues that occurred had nothing to do with the device. This was based on the investigation at the hospital; the device was not saved as again there was no device issue. No further information was provided.

Event description:
It was reported that post op a gastric bypass procedure, the male patient was brought back to surgery on (B) (6) 2010 for a leaking staple line on the stomach. The patient was experiencing an increase in blood pressure and tachycardia. In the reoperation the staple line area on the stomach was resected and the abdomen was irrigated. A leak test was performed, everything was fine, and the patient was taken to the intensive care unit. The patient had an emergency surgery on (B) (6) 2010 in the intensive care unit, the symptoms are unknown. It was determined that the patient had a pulmonary embolism. The patient expired late (B) (6) 2010. The device was discarded.